Manufacturer narrative:
(B)(4). The recipient's device was reportedly explanted due to a medical issue. The recipient is utilizing the newly implanted device. The explanted device will not be returned. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.